Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When attempting to charge the pump, the pump would not recognize the power source and the pump battery gauge remained static at 60% battery life while attempting to charge the pump. Subsequently, the pump battery gauge suddenly increased to 100% battery life. There was no impact to the customer's blood glucose level.